Event description:
It was reported that the user experienced high blood glucose events after meals while using the ilet and repeatedly selecting the ¿less than¿ meal announcement due to reduced meal sizes during a shift schedule change, resulting in postprandial glucose values up to 396 mg/dl that returned to range within about two hours; the issue was associated with incorrect procedure and centered on user interface interaction with meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement selection, and an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. A factory reset and retraining with usual meal announcements were recommended.